Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg report 1 of 2, medwatch report# 3004209178-2011-83389. Mfg report 2 of 2, medwatch report# 3004209178-2011-83390.

Event description:
It was reported that the customer passed away due to a heart failure complications from diabetes. It was stated that the customer was wearing the insulin pump at the time of death, and the device was functioning properly when he died. No further info was provided.